Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-jan-2021, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿tm90 recharging circuitry is damaged l3¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator stopped working and it was not powering on. The patient stated that they were able to turn it on this morning but now it was totally dead. The agent had the patient plug the communicator into the ac power cord and the patient stated there was no battery indicator light. The patient tried a different outlet, and the same thing happened. The agent reviewed it was recommended to charge the external devices daily. A replacement communicator was requested from the repair department because the communicator would not power on and would not charge.